Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was received for analysis. Based on the visual examination of the returned device, it was not possible to identify any foreign matter. The reported allegation was related to the carton box and only implant's sterile pouch inside the sealed plastic bag were received. The non-sterile package was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this 960100/d22053200 combination. Based on the inability to find any nc¿s against the product's information, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence for device and considering image quality, it was not possible to determine what the foreign matter is and its origin. Additionally, per the provided image it cannot be confirm if the reported condition is outside the cellophane wrap. The reported condition was not able to be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for analysis. Based on the visual examination of the returned device, it was not possible to identify any foreign matter. The reported allegation was related to the carton box and only implant's sterile pouch inside the sealed plastic bag were received. The non-sterile package was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this 960100/d22053200 combination. Based on the inability to find any nc¿s against the product's information, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Foreign particle - paper piece found inside the inner product. This issue was identified during labelling activity. No adverse affects on patient.